Event description:
It was reported that the patient was in considerable discomfort post revision (MFR. Report no. 3006630150-2024-01081) and was given the appropriate medications. The patient was doing well soon after and had been discharged from the surgery center.